Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performance and the proximal conductor of the lead developed a fracture due to flexingwhile in vivo. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient presented with patient alert due to high rv pace/sense conductor impedance. The right ventricular (rv) lead's impedance was fluctuating and the pacing thresholds had risen. It was also noted that there was high rv pacing impedance and unstable thresholds. Lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of this data revealed that there was high, out of range (oor) pacing impedance of the rv (right ventricular) lead. It was noted that there were two patient alerts for oot (out of tolerance) sub-threshold lead impedance on (B)(6) 2013. The daily pace lead trend data shows an abrupt increase for ventricular pace bi impedance equaling 912 to 4047 ohms peak between (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.